Event description:
Pt had pump implanted on 9/8/98 for treatment of intractable pain. Morphine sulfate was administered intrathecally. A few hours postimplant, on the evening of 9/8/98, the pt developed paralysis in the right leg. It was determined that the intrathecal portion of the catheter should be removed and was done at that time. The pump remained implanted until 9/23/1998 at which time it was removed. The pt has been in rehabilitation with home therapy to recover use of the leg. To date all function has not returned.